Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. It was reported that the patient's heart rate is dropping a little bit, which started this past weekend. Caller said they thought it was just stress because the patient just lost their husband suddenly and has to move out of their home by friday so they are all by herself with no help. Technical services (tss) reviewed potential interaction between spinal cord stimulator (scs) cardiac device. The patient was redirected to their healthcare provider to further address the issue. The patient called back regarding the situation that their rep just called in about. The patient said that the rep told them to call to find why its interfering with their pacemaker. The patient says that the rep was able to help them turn their stimulation off due to the interference between the scs and pacemaker. The patient said they also turned it off because they can't walk, legs are hurting in the morning and throwing up so they want to cut it off until they can meet with one of the reps to change the stimulator or the pacemaker to keep them from interfering with each other. The patient just moved and was told to call to find a new doctor/rep. Emailed the patient healthcare provider (hcp) listings and advised following up with hcp/rep about the situation.